Manufacturer narrative:
This event occurred in (B)(6). Qc was acceptable. The customer cleaned the sample/reagent probe and primed the sample/reagent probe 10 times. The customer verified the water discharge was ok. The investigation determined the maintenance performed by the customer resolved the issue.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas e 411 disk. The initial results were not reported outside the laboratory. The customer performed repeat testing for confirmation. The patient's initial estradiol result was 1272 pg/ml, and the repeat results were 1739 pg/ml and 1661 pg/ml. The customer replaced the estradiol reagent pack and repeated the sample again. The patient's repeat result with a new reagent pack was 1677 pg/ml. Estradiol reagent lot number and expiration date were requested but not provided.